Event description:
Information received from the field does not address the patient's clinical status but notes a high ventricular threshold of 5.5 v, 0.5 ms. The lead was successfully repositioned and adequate capture thresholds were present.